Event description:
Physician attempted to deploy an endeavor sprint drug eluting stent. Target lesion was in the lad. Lesion had moderate calcification, 90% stenosis and vessel tortuosity was moderate. Pre-dilatations were carried out with 2.0x15mm and 2.75x15mm balloons. Resistance was encountered when advancing the stent and the stent could not pass through the lesion. The stent was deformed. Physician believes that stent deformation occurred due to lesion morphology. Another stent was used. No patient complications were reported.

Manufacturer narrative:
Results, conclusion: failure to deliver stent and stent deformation. Lesion had moderate calcification, 90% stenosis and vessel tortuosity was moderate. (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem. (B)(4).

Event description:
Evaluation summary: the guide-wire entry port was torn. The distal tip was flared. Multiple struts from the 10th distal stent segment were raised and deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.